Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was not observed. Some tubes appeared to be hemolyzed, but clotting was not observed. Additionally, (B)(4) retention samples of the incident lot were selected from bd inventory for visual inspection and no issues were observed. Further clinical testing was performed: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, clotting, because the defect was not evident in the testing of the complaint lot samples. The parameters for retain and control samples tested, demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® fx 10mg 8mg plus blood collection tubes tubes had coagulated. The following information was provided by the initial reporter, translated from french to english: many of these fluorinated tubes are coagulated. For some of the tubes I have seen, the lot is 2132131. There may be a manufacturing defect.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® fx 10mg 8mg plus blood collection tubes tubes had coagulated. The following information was provided by the initial reporter, translated from french to english: many of these fluorinated tubes are coagulated. For some of the tubes I have seen, the lot is 2132131. There may be a manufacturing defect.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.